Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number: (B)(6). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had stains and scratches on it, was confirmed. The below failures and actions were identified and performed with the device upon evaluation: distal tip damaged, replaced. Objective window damaged, replaced. Shaft worn, replaced. Body damaged, replaced. Optics damaged, replaced. Device produced a bad image. The device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the physical damages to the device. The damaged components of the device would have caused it to produce a bad image. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the hd epscp, 4.0, 30, 175, cwstorz has stains and scratches. No patient consequence and no surgical delay was reported. No additional information was provided.